Event description:
It was reported that on 16 november 2022, a large flexnav delivery system was selected for procedure. It was noted during device preparation that there was a leak in the valve capsule flush port of the delivery system. There was no patient contact with the leaking large flexnav delivery system. There was no other damage other than the leaking valve capsule flush port found. The large flexnav delivery system remained unused after discovered the leaking valve capsule flush port. The decision was made to replace the large flexnav delivery system with another one of the same size to continue device preparation and complete the implant of an unknown device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report. It is unknown what caused the leaking of the large flexnav delivery system's valve capsule flush port. Final emdr: subsequent to the previously filed report, additional information was received that there was no patient contact with the leaking large flexnav delivery system. There was no other damaged noted other than the leaking valve capsule flush port on the first large flexnav delivery system. The first large flexnav delivery system remained unused after discovered the leaking valve capsule flush port. It is unknown what caused the leaking of the large flexnav delivery system's valve capsule flush port. The patient was stable at the time of report.

Manufacturer narrative:
An event of a leak in the valve capsule flush port was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing leak testing. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated there was no damage noted to the device. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a large flexnav delivery system was selected for procedure. It was noted during device preparation that there was a leak in the valve capsule flush port of the delivery system. The decision was made to replace the large flexnav delivery system with another one of the same size to continue device preparation and complete the implant of an unknown device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.